Manufacturer narrative:
H6 investigation findings 3221- removed, h6 investigation conclusion 67-removed h6 investigation findings 3221- removed, h6 investigation conclusion 67-removed.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without wiggling the cable. There was no adverse impact to customer's blood glucose level. Reportedly,the customer reverted to an alternate method of insulin therapy.